Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the rca. On the same day, raised ck bloods were reported. It was reported that event is related to myocardial infarction. The investigator assessed the event as possibly related to the index device and not related to the antiplatelet medication. The patient recovered .

Manufacturer narrative:
Cec assessed there were no symptoms, ck-mb was not elevated and no troponins drawn. Event defined as: no event. T. If information is provided in the future, a supplemental report will be issued.